Event description:
A burn mark was noticed on the wall above an exam light in short-stay unit. Upon investigating further, the plastic on the light was noted to be melted and the wires were exposed. The rest of the exam lights in this unit as well as the emergency department were examined and all had varying degrees of burn and melting. All of these particular lights were removed in the short-stay unit and the emergency department. Add'l text 05/10/2005: in conclusion the product was used inappropriately by allowing it to be placed too close to the wall. The customer is satisfied with brewer products as they purchased 3000 series lights for replacement and use in a new wing. The 2000 series lights are no longer in production.